Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Brush head seems to detach...come off the handle and was loose in mouth...pin in the middle of the handle wouldn't turn or rotate, only vibrate - oral-b [device breakage] neck of the handle which attaches the brush head doesn't feel tight and feels loose - oral-b [device connection issue] battery wont last as long...dead despite being charged the other day overnight - oral-b [device power source issue] case narrative: 38-year-old female consumer via phone stated that the neck of the oral-b toothbrush handle which attached the oral-b toothbrush head did not feel tight and felt loose. When she went to brush her teeth, the oral-b toothbrush head detached/came off of the oral-b toothbrush handle and was loose in her mouth. No injury was reported.

Manufacturer narrative:
06-sep-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush head seems to detach...come off the handle and was loose in mouth...pin in the middle of the handle wouldn't turn or rotate, only vibrate - oral-b [device breakage] neck of the handle which attaches the brush head doesn't feel tight and feels loose - oral-b [device connection issue] battery wont last as long...dead despite being charged the other day overnight - oral-b [device power source issue] case narrative: 38-year-old female consumer via phone stated that the neck of the oral-b toothbrush handle which attached the oral-b toothbrush head did not feel tight and felt loose. When she went to brush her teeth, the oral-b toothbrush head detached/came off of the oral-b toothbrush handle and was loose in her mouth. No injury was reported. 10-sep-2024 case update from information initially received on 29-jul-2024: the suspect product was oral-b power oral care refills io series ultimate. The suspect product lot was e3325. No injury was reported.